Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patient ventricular tachycardia (vt). The initial atp accelerated the patient vt to about 220 beats per minute, then delivered atp again and slowed the patient heart rate back to 170 beats per minute. The patient vt terminated on its own. Technical services (ts) recommended potential programming changes for this device. This ICD remains in service. No additional adverse patient effects were reported.